Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential inhibition was observed on the device. Upon egm review, low level, high frequency noise was inhibiting pacing. It was noted that with cough and lfa turned on, noise was able to be observed. Programming changes were made. No further information available.